Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a corneal epithelial defect in a patient right eye one week post photo refractive keratectomy (prk). Patient reports increased pain, photosensitivity, discomfort and irritation. A bandage contact lens was placed on the eye. The patient was also prescribed a topical antibiotic drop. Patient continues to be monitored. Upon follow up, it was reported that the patient unknowingly caused the defect. Symptoms are resolved.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed without error messages. All laser system functions were within specifications at this day. No technical root cause could be identified as the product was found to be within specifications. (B)(4).